Manufacturer narrative:
Motor error alarms during occlusion test due to faulty force sensor. However, the insulin pump passed displacement, prime, basic occlusion and no delivery tests. The insulin pump had bleeding lcd glass. The insulin pump was monitored for 24 hours and no pump getting extra basal noted. All buttons function properly. However, moisture damage found on keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. No sticking buttons noted. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she is pregnant, and was hospitalized after telling her doctor that her blood glucose levels kept going high and low. The customer's blood glucose was 42 mg/dl when she was admitted. The customer stated that the screen kept freezing and buttons were sticking prior to the hospitalization. The screen also has black blotches. The customer's doctors felt that the insulin pump may have been giving her too much insulin during the basal rates. No damage to the drive support cap reported. Advised the customer that the insulin pump would be replaced. Nothing further was reported.